Event description:
It was initially reported by the operating room coordinator that the patient had his generator and leads replaced due to end-of-service (eos). Follow up with the treating physician revealed that the generator was at eos and therefore, needed replacement. The physician decided to replace the whole system as patient was implanted since 2000 and they felt it was better to get an entire new device. The nurse stated that she found diagnostics data from (B)(6)2008 which showed ok, ok, 2, no on system mode. Explanted products were returned to manufacturer for analysis. Analysis was completed on the generator and the eos condition was duplicated. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Analysis was completed on the lead and an opening was identified in the inner silicone tubing of the positive coil resulting in a portion of the positive coil being exposed. This was most likely caused during the implant life of the device. Note that since the electrode array portion was not...

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.